Event description:
The customer reported that the internal speaker of the philips information center ix (pic ix) does not work. The device was not in use on a patient at the time of event, there was no adverse event reported.